Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that a surgeon related to him that during an arthroscopic shoulder repair, metal shavings were observed falling into the pt's joint space while using a lupine drill bit. All of the debris was removed from the body and the procedure was concluded successfully without further incident or harm to the pt. The rep mentioned there were two cases, one (B)(6) 2010, the other on (B)(6) 2010. Also see associated MDR 1221934-2010-00088.